Event description:
Blood transfusion rate inconsistent. Ran either too fast or too slow with only slight movement of rate controller. Required constant nursing monitoring. With time, clamp fully open but blood barely dripping. Last hour of administration required constant on-site manipulation of tubing/regulator. All tubing sets removed from hosp on 10/07/94 and MFR changed because of constant problems.